Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a clear, foreign liquid was noticed in the bd luer-lok¿ disposable syringes with bd luer-lok¿ tip. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
One photo received for investigation. Upon visual evaluation, transparent liquid is observed, probably excess silicone. DHR review shows the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. The number of defects reported by the client complies with the acceptable quality limit therefore there are no corrective action at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a clear, foreign liquid was noticed in the bd luer-lok¿ disposable syringes with bd luer-lok¿ tip. There was no report of exposure, injury, or medical intervention.